Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. The surgeon stated that after he fired the device he pulled on the clips and they did not stay on the tissue. Unknown if the clips fell into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence, thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.